Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg values were not provided. Reportedly, the customer was using u-200 humalog insulin, and the pump basal rate, correction factor, and carbohydrate ratio needed to be updated to accommodate u-200 humalog insulin. In addition, customer alleged the reported issue caused unborn baby to have a heart condition. Clinical diabetes educator confirmed the customer¿s unborn baby¿s heart condition was a result of a genetic condition and not due to the reported issue. Tandem quality engineer performed a pump log review and found no evidence that the pump experienced a malfunction or failure. Customer consumed carbohydrates to address bg levels, and pump settings were updated.